Event description:
The event is reported as: complaint alleges that the pilot tube kinked off where it actually entered the main part of the tube resulting in a leak in the valve. Alleged defect occurred during patient treatment. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.